Event description:
The patient¿s pump was implanted for transverse myelitis. The patient had been having spasms in his legs for 2 years. The pump was replaced. Per the patient, he did not respond to oral baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. (B)(4). The pump was returned. The return paperwork noted ¿disposal only¿ and no patient symptoms were reported. At the time of receipt, functional checks during decontamination were acceptable and no destructive analysis was performed. Interrogation of the pump showed that the pump had been delivering baclofen. Full analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)